Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic forceps device successfully moved to and remained in the closed position when tested during set up, prior to any patient involvement. There was no patient harm associated with this reported event. Additional information is not available for this report.